Event description:
It was reported that a user of the ilet experienced hyperglycemia after a supply change and dinner, with blood glucose rising to a high of 373 mg/dl before trending down following troubleshooting and a subsequent supply change. Symptoms included headache, tingling, and neuropathy during the hyperglycemic period. Outcomes included temporary limitation of routine activities until glucose improved, after which the user reported feeling better and in good spirits with glucose around 201 mg/dl. Investigation included guided troubleshooting to verify insulin delivery via fill tubing with observed drops, inspection of the cartridge for leakage or cracks, and a full supply change. Investigation of this case revealed no confirmed device malfunction, with insulin delivery confirmed and the new supplies functioning as expected. It was concluded that the event was consistent with hyperglycemia of unclear cause, with resolution after supply change and continued device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.